Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the very tortuous, severely calcified, 90% stenosed mid left anterior descending (lad) artery. After the placement of another MFR's stent, post-dilatation was attempted with the quantum maverick monorail balloon. The lesion was dilatated twice to 8 atms and 16 atms respectively. On the third inflation, the balloon ruptured at 18 atms. The procedure was completed with another quantum maverick. There were no reported pt complications. Patient status is listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. Therefore, a product analysis could not be completed. The manufacturing records for top assembly batch 8959742 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.